Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called regarding an air detected in the cassette alarm during the fill cycle. The treatment was cancelled. The patient observed a fluid leak when removing the cassette from the cycler. The patient stated fluid was leaking from the cassette and the cycler door. Follow up with the pd nurse indicated that the patient did not have any signs of infection, their effluent was clear and they were not prescribed any antibiotics. No adverse event reported at this time. The cycler was replaced.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. No burrs or sharps in cassette area that may have punctured a cassette membrane. There were no deviations or non-conformance's during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The patient sensor calibration and the mushroom head check passed. A visual inspection of the returned cycler interior showed evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1 and hp3. The hp1 filter was detached from the cycler and the fluid was removed. The filter was then reinstalled and a simulated treatment was performed and completed. The cause of the observed dried fluid and fluid could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.